Event description:
It was reported that a ez45g was used during a lung procedure. It was reported by the affiliate that the trigger broke after delivering the first staple. It could not be moved. There was no consequence to the patient.